Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the patient required emergency rescue. It was noted the lead was contaminated during the implant attempt and a single chamber pacemaker was implanted and remains in use. No further patient complications have been reported as a result of this event.